Event description:
It was reported the camera head was broken. The image does not appear (no image), image disappears, and the visual field is suddenly lost. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head was broken. The image does not appear (no image). Image disappears and the visual field is suddenly lost. This issue was found, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: a bad cable unit connector. Olympus will continue to monitor field performance for this device.